Event description:
The pulse generator was explanted/returned due to prophylactic replacement. The reported allegation of pin not fully inserted was not duplicated in the (B)(4) laboratory. No obstructions were observed in the pulse generator header lead cavity or the connector blocks. In addition, the in-line cavity go gauge test passed and a bench in-line lead fully inserted into the pulse generator header, past the negative connector block (lab conditions). The reported allegation of high impedance was not duplicated in the (B)(4) laboratory. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 3.026 volts, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
Patient was indicated for high impedance by neurologist and confirmed by the surgeon on (B)(6) 2016. X-ray was unavailable for case per the surgeon. During the surgery, the lead pin was unscrewed and reconnected using accessory pack. Surgeon made a comment that the lead pin felt loose. Two system diagnostics were ran that gave ok impedance. Surgeon opted for a prophylactic replacement of old generator with new generator. Two more system diagnostics were ran which indicated an ok impedance. The explanted generator was received on 04/11/2016. Analysis is underway but has not been completed to date.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
High impedance was observed on (B)(6) 2016. The physician ran multiple diagnostic tests and received a >10000 ohms lead impedance warning message. The last time the patient was interrogated was on (B)(6) 2016 and the interrogation settings were reported as ok. And before that, the device was interrogated in her office on (B)(6) 2015 and the settings were ok. The physician indicated that the x-rays taken didn't show any obvious break. At that time, the physician was advised of exploratory surgery with consent need for full revision. The physician also confirmed that the patient is non-ambulatory so it is not likely due to a trauma event. A review of device history records for the generator and lead shows that no unresolved non-conformances were found.